Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the failure of an m1663a ECG trunk cable. There was no report of pt harm.